Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was used, and it was bleeding and did not stop when the physician shuttled down the device. There was no reported patient injury. The physician is an experienced user and mentioned having experienced one or two similar events in the past. The device will be returned for evaluation.